Event description:
According to the customer, a low vancomycin (vanc) test result was generated by the synchron lx20pro instrument. A pt sample was tested for vanc and the neat result was 30 mg/l. The lab diluted the pt sample and retested the diluted sample for vanc. The repeated vanc result was >3.5 mg/l. This result was reported out of the lab. The customer sent the pt sample to a reference lab for add'l vanc testing. The vanc result from the reference lab was 9.9 mg/l. The reference lab retested the pt sample with as abbott axym instrument. Previous vanc result was amended the next day after receiving vanc result from the reference lab. It is unknown if the erroneous result contributed to any changes to the pt treatment.